Event description:
While transferring a patient to a urology table, the patient was temporarily positioned on the table extension. At this moment, the patient's movements caused the extension to separate from the rest of the table. The patient slid off of the table extension receiving an abrasion. A clinician attempting to catch the patient was bruised.